Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station was stuck on the black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on windows update restart screen. The field service engineer (fse) remotely terminated windows updates and successfully accessed the support account, though the station remained extremely slow. The fse attempted to run deployment imaging service and management tool to restore system health but was prompted for a reboot. After initiating a reboot, the system was stuck on the restarting screen. The fse tried scan now but encountered the same issue. Then the fse proceeded to reimage the system and replaced the solid-state drive. Upgraded the remote smart service and installed eset, configured group policies for windows time, and deployed server update services remotely. Finally, the fse performed data synchronization, and the customer confirmed successful testing with no further issues. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was stuck on black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.